Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the lead was implanted, but is out of service. A request for additional information was made but not received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the helix was bent inside the sleevehead, and with dried blood visible on the helix. The analysis finding leads us to conclude that the helix was damaged during the implant procedure. If information is provided in the future, a supplemental report will be issued.